Event description:
The account alleged that when the head section was run up it would self-run back to the low position. No pt impact.

Manufacturer narrative:
The technician found that the right pt board had a stuck switch. The technician replaced the right pt board to resolve the issue.